Event description:
Patient enrolled into the trial. Tia reported pre-discharge, not device related. Patient found to have left arm weakness. No action taken, recovered without sequelae.

Manufacturer narrative:
Please reference MDR 2183870-2008-00162 for spiderfx used in this procedure.